Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had known internal percutaneous lead damage. The patient presented to the clinic on (B)(6) 2016 due to experiencing audible and visual red heart alarms while at home. The system controller was exchanged and the patient was discharged. On (B)(6) 2015, the red heart alarm recurred and the patient exchanged the system controller. The red heart alarm sounded again and the system controller was again exchanged while the patient was on the way to the hospital. In the emergency department, it was reported that the new system controller lights were not on and the self-test did not work. The pump was not running, as verified by auscultation. The system controller batteries were exchanged which did not resolve the issue. The pump had been off for over an hour, so it was advised to not start the pump up again. Heparin and low dose epinephrine were initiated. The patient was reported to be asymptomatic with the pump off. An echocardiogram revealed that the patient's ejection fraction was 50%. The patient was monitored for evidence of recovery. As of (B)(6) 2016, the patient's ejection fraction was 55% and the patient was reported to be doing well at home. The physician cut the driveline at the skin and the pump remains in the patient at this time. No additional information was provided.

Manufacturer narrative:
As reported, the pump remained off and implanted in the patient; therefore, was not available for evaluation. The external portion of the driveline that was cut off was also not received for evaluation. Three epc system controllers (epc-36676, epc-41415, epc-41728) were received for investigation. All three system controllers were received non-functional. Evaluation found that all of them had sustained damage to the pump¿s primary motor driveline circuitry. The findings of the damaged driveline circuitry is consistent with an over-current situation that can potentially occur from a compromised pump percutaneous lead. Although compromise to the pump percutaneous lead could not be confirmed due to the pump remaining in the patient and the external portion of the percutaneous lead not being received for evaluation, an over-current originating from a compromised percutaneous lead can potentially cause damage to the system controller motor drive circuitry. Review of the device history records for the pump and all three epc system controllers found that there were no deviations from manufacturing or quality assurance specifications. As of (B)(6) 2016, the patient was reported to be doing ¿awesome¿ at home with cardiac recovery to an ejection fraction of 55%. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received from an sus voluntary event foi report, mw5059337: event date: (B)(6) 2016 report date: 01/11/2016. Event description: pt tried switching to her brand new epc controller at home and reported that once the controller had all its connections in place, it briefly powered the pump for a minute or so, then completely failed. The event was described and confirmed by hospital personnel as no lights on the controller interface lit up at all upon being connected to power. Pt came into ER as a result of this event with her pump completely off for more than an hour. In-hospital lvad personnel as well as ER staff nurse used stethoscope to confirm that the pump was not operational. At which time the attending cardiologist and on-call vad coordinators were notified and the consensus agreement amongst them was not to attempt to restart the pump via controller exchange or any other method. Epc controller; in use for 1 day. Epc controller used to interface and power the pump.